Event description:
Boston scientific received information that during the pacemaker replacement procedure, difficulty was encountered when removing the chronic leads from this device. The ventricular setscrew was loosened, but the right ventricular (rv) lead could not be removed. The setscrew was confirmed to be fully loosened. The lead was pulled with normal force and the connector tip and coil remained within the port and the ring became collapsed. The same issue occurred with the right atrial (ra) lead. The leads were cut, with the terminal pins remaining in the device and the body of the leads remaining abandoned within the patient. It was noted that this was the patient's third device replacement procedure, and it appeared that blood/body fluid had not been cleaned from the terminal pins at the previous change out. A new system was implanted on the patient¿s right side. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted a large amount of body fluid contamination in both lead barrels. All seal plugs were missing, and the proximal atrial setscrew and capture washer were missing. Detailed inspection of the device setscrews found the distal atrial setscrew hex slot was rounded and the capture washer for that setscrew was bent and partially broken. The proximal ventricular setscrew hex slot was rounded and the capture washer was bent upward. A wrench tip was broken off in the distal ventricular setscrew; the setscrew was stuck in the up/loosened position, and the capture washer was bent upward. A review of device memory indicated lead impedance measurements were within normal limits, confirming the leads were intact while implanted. No electrical testing was performed due to the condition of the device header. Laboratory analysis determined that body fluid contamination in the lead barrels and the damaged setscrews contributed to the lead removal difficulties observed clinically.